Event description:
Caller reported a cartridge alarm 20, although the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.